Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be detrmined. X-rays were submitted but their results are not yet available. A follow up report will be sent when results of xray are available.

Event description:
Levels implanted: l5-s1 pre-op diagnosis: spondylolisthesis, left side lumboischialgia procedure: revision surgery - wiltse approach it was reported that on (B)(6) 2015 (date is approx.), during patient device maintenance, screws and rods were found to be loose, they were not completely reduced in the screw and the result was metallosis. Back pain and leg pain were observed and patient underwent revision surgery. Product came in contact with the patient.

Manufacturer narrative:
Product analysis: visual and optical examination of the set screw identified deep axial cyclic wear on the face of the set screw and associated area of the rod, consistent with screw back out. Set screw back out may have been precipitated by set screw angulated engagement.

Manufacturer narrative:
X-ray review: post op x-rays and a single cut post op axial CT are provided. I do not see any evidence of loosening ar hardware failure on provided images. Other CT views to assess bony fusion will be helpful. The type of interbody graft is unknown, but there appears to be paucity of bone formation at the interbody space possibly contributing to instrumentation failure.